Event description:
It was reported that the 2800 system had a no video output error and no image. No patient injury was reported.

Manufacturer narrative:
The customer cancelled the service call. A follow up report will be filed when additional details become available.